Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing revealed impedance issues on both leads. As a result, surgical intervention occurred on (B)(6) 2025 wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.